Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the (B)(6) that a patient underwent left shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2017 due to loosening of glenoid component. Tm glenoid is a tmt design controlled part.